Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the patient's system was moved from the left side to the right side of the body. This lead was surgically abandoned at that time and was replaced with an epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing thresholds with some loss of capture. It was determined the lead had dislodged. An attempt to reposition the lead was made but was unsuccessful. The lead remains implanted and was programmed off. No additional adverse patient effects were reported.